Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer meet to emergency medical team on unknown date for low blood glucose. Customer¿s blood glucose value was 186 mg/dl. Customer¿s mother stated that the customer was not taken to the hospital or any emergency for the treatment. Customer stated that they were using insulin pump system within 48 hours of reported low blood glucose level. Customer was treated with food for low blood glucose. Customer¿s mother feel ok to do troubleshooting. The insulin pump will not be returned for analysis.